Event description:
Md doing an lp through pt's ommaya reservoir and the 3cc syringe that was pulling the fluid out was not functioning. They felt it was something with the ommaya, reaccessed her 2 more times only to figure out the syringe was cracked.